Event description:
The fast-fix meniscal repair device was used in seven procedures. On each (quanity seven) device the sliding knot did not advance, causing the suture to break. The suture breakage resulted in the suture bars remaining in the joint capsule. No further procedural complication or injury to the patient was reported.